Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: na, procedure: na, cathplace: na. Pharmacy tech reported that after filling the pump and pulling the red tab, the bolus button would not refill. The orange indicator is in the lowermost position. The pump had no pt contact. No adverse event reported. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and eval. Results ¿ a pca functionality test was performed and the bolus button would not stay down. The pca unit was opened and observed under a microscope. Excessive glue was noted on one of the components resulting in the malfunction of this unit. Eval of the returned unit confirmed the customer complaint of the ¿bolus would not fill¿. Conclusion: at this time the product is under recall.